Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to the hospital with elevated ldh and tea colored urine. The pt was treated with bival and integrelin until her pump was exchanged on (B)(6) 2014. It was also reported that the hospital staff suspects thrombus that was seen on the inflow stator after the pump was explanted. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.